Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an anterior cruciate ligament reconstruction (aclr) surgery, (2) vapr tripolar 90 suction elect devices were not performing to specification. It was further reported that the devices had a current leak behind "the working tip" of the electrode. It was noted that the device was connected with vaprvue device. There were no delays in surgery reported. It was reported that the same electrode was used but more careful. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H.11. Additional narrative: the product has not returned to j&j medtech orthopaedics. However, a video and photos were provided for evaluation. Visual inspection of the returned video found that the device in the arthroscopic space was activating in the posterior part of the cap. The ceramic was scratched. No other anomalies were noted. The manufacturer performed an investigation of the video provided with the following results: this is a case of reverse fire-up. This is when the return electrode (cap) is covered by tissue. The return will then act as the active due to the reduced area of the return. (Current density will be higher at the return). There is a warning for this in the instructions for use: using arthroscopic guidance, ensure that the electrode is completely surrounded by conductive irrigant solution during use. Failure to do so may result in electrode tip damage. It ahs been confirmed that this is a case of use error. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4. Device manufacture date: updated accordingly